Event description:
A customer stated white fluid leaked on the counter top from under their lh750 instrument. The customer indicated there were no other instrument alerts or errors when the fluid leak was discovered. There was no biohazard exposure to open wounds or mucous membranes and no patient results were affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed fluid leaking on the counter top from a pin hole in the upper sheath line. The fse replaced the upper sheath line to repair the leak. Upon recur, the failure mode identified may cause erroneous results for the retic and/or differential parameters due to improper diluent flow from the sheath tank to the flowcell, depending on the severity of the leak. (B)(4).